Event description:
Customer reported her sensor readings are inaccurate. She stated she was on a road trip and inserted a sensor on the first day. Within twelve hours, customer received sensor errors and a change sensor alarm. Customer inserted a new sensor and the sensor reading was 163 mg/dl. Customer checked her blood glucose after a while and found that her blood glucose was 34 mg/dl. The sensor reading never came down. Customer was advised of proper sensor insertion and calibration methods. Customer stated the insulin pump itself is working fine. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed that it was functioning properly and passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.